Event description:
According to the reporter, during the colonic anastomosis in a laparoscopic left colectomy, the anvil remained stuck in the rectal ampulla after circular stapling. Anvil could not be tilted. The surgeon needed to re-do the anastomosis with the use of the same model of stapler reason for the procedure to be extended by 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.